Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used, damaged hydro gw std s 260-035 device; returned lodged within the ekos catheter, and double bagged within "zip-lock" style poly biohazard pouches. As received, the specimen is lodged within the ekos catheter with the distal 12.5cm of the wire extending from the distal tip of the catheter. The transparent catheter shaft presents an "accordioned" appearance at 10.0 to 10.9cm and 120.4 to 137.3cm from the distal tip of the catheter, impinging on the specimen wire. The specimen presents bends/kinks over the distal 12.8cm, consistent with advancing against resistance and prolapsing. Microscopically the specimen coating appears to be worn and abraded with extensive imbedded deposits of dried blood-like material over the distal 150cm, consistent with clinical use. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided, clinical and procedural factors appear to have impacted on the event as reported.

Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears clinical and or procedural factors may have impacted on the reported event. It was reported that the device is expected to be returned for analysis; however, at the time of this report, the device was not received. If there is any further relevant information provided, a follow-up medwatch report will be provided.

Event description:
The wire became stuck inside the ekos catheter (another company's product). They had to remove the entire system and replaced with a new system and completed the procedure.